Manufacturer narrative:
During the on-site visit with the physician to review our detailed evaluation of the case data, it was additionally learned that emergency medical personnel performed cardiopulmonary resuscitation (CPR) for over one hour, which also included the use of a mechanical chest compression device. The physician commented the external compression unit does provide a very strong mechanical force on the chest. Additionally, a printout of a previously overwritten episode, listed as "non sustained event onset", was reviewed. The episode was documenting a sequence of pacing, pvc, and onset of fine vf, leading to undersensing and the pacemaker consequently applying ventricular pacing, as per normal reaction.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination of the returned lead found that two segments were returned. One segment had been severed approximately 38 cm from the is-1 pin and the second segment had been severed approximately 10 cm from the tip end of the lead. Each segment was confirmed to be electrically continuous. An x-ray of the segments identified no anomalies. The drug collar, where the steroid is, appeared to be as expected. Analysis did not identify any device or lead characteristics that would have contributed to the observed undersensing and over-pacing.

Manufacturer narrative:
Following return and completion of this investigation this event will be further updated.

Event description:
Boston scientific received information that the patient with this device exhibited ventricular fibrillation (vf), thought to have resulted from over pacing, due to system undersensing. The patient passed away following the vf episode. The device has been explanted and is intended to be returned for a data analysis.